Event description:
It was reported that the workstation locked up and it looked as if the system was making x-rays however, no uncommanded x-rays were produced. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The dc distribution board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.